Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in hospital and in hospital tested his blood glucose and it was around 200 mg/dl, while he tested with his own glucose meter and it's saying 400 mg/dl . The customer's current blood glucose level was 328 mg/dl. The customer was treated with high blood glucose level. The insulin pump will not be returned for analysis.